Event description:
It was reported that during a routine follow up, an error message displayed while reading the device data. After following the instruction and re-interrogating, it was found the device was programmed with nominal settings. Further investigation is in progress.